Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the reservoir leaked in the insulin pump. The customer¿s blood glucose was almost 600 mg/dl. Customer was unsure if leak was past first or second o ring. The customer declined to troubleshooting for high blood glucose. Customer treated with manual injection. The insulin pump and reservoir will not be returned for analysis.